Event description:
It was reported that an alert for this pacemaker device posted to the latitude website for device error message of safety mode. At this time the device remains implanted. No adverse patient effects were reporting. Several attempts to obtain additional information has not been successful. If pertinent information is provided in the future, a supplemental report will be submitted. New information was received indicating that this pacemaker device was surgically explanted and returned for product analysis. A final report will be submitted upon completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert for this pacemaker device posted to the latitude website for device error message of safety mode. At this time the device remains implanted. No adverse patient effects were reporting.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that an alert for this pacemaker device posted to the latitude website for device error message of safety mode. At this time the device remains implanted. No adverse patient effects were reporting. Several attempts to obtain additional information has not been successful. If pertinent information is provided in the future, a supplemental report will be submitted. New information was received indicating that this pacemaker device was surgically explanted and returned for product analysis. Product analysis is complete.